Manufacturer narrative:
Unknown manufacturer: there are multiple bd locations where this unspecified bd device may have been manufactured. A catalog and lot number could not be confirmed for this incident and without this information we are unable to determine where the device was manufactured. Therefore, bd corporate headquarters in (B)(4) has been listed and (B)(4) FDA registration number has been used for the manufacture report number. Date of event: unknown. The date received by manufacturer has been used for this field. Medical device expiration date: unknown. Device manufacture date: unknown. Investigation summary: bd had not received samples or photos for evaluation. Additionally, we were unable to determine the specific catalog or lot number associated with this complaint. Therefore, a review of the manufacturing records could not be conducted. Bd is continually monitoring complaints received for this device and reported condition in order to identify emerging trends.

Event description:
It was reported when using the unspecified bd vacutainer® citrate blood collection tubes, the device experienced overfill. The following information was provided by the initial reporter. The customer stated: "(B)(6) hospital claims that their lab has been experiencing the following issues: blue top citrate tube consistently over-fills for all tubes. Gold top: states there is a ¿change¿ in this tube which causes fibrin to form. This has only recently occurred. Lavender edta: the plates clump and they have to adjust the time for processing. The reporter would like to be called to discuss these issues."